Event description:
During repair of a hs3000 high voltage circuit board, p/n 280-094-00, for a complaint of "energy output: less than 12 joules", a problem was found that prevented the deliver of energy during shock delivery and did not notify the user of a problem.